Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The reported event of noise and high pacing lead impedance was not replicated in the laboratory. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was missing upon receipt and not returned for analysis. The set screw was reported to have fallen out during the explant procedure. Using a laboratory set screw, all leads were able to be inserted and secured normally. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an in-clinic follow-up, episodes of high pacing impedance and noise were observed on the atrial channel. The device was explanted and replaced to resolve the event. During the explant procedure, the torque wrench was unable to be disconnected from the set screw of the header of the device. The patient was in stable condition.